Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 an additional potential adverse event was noted that the scope detection did not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events likely occurred due to the video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited the endoscopic image cannot be displayed due to disconnection in video connector socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.